Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a surgery on an unspecified date, the 7.0mm flexible medullary reamer broke. Reportedly the surgeon used a 6.5mm diameter reamer with no problem. The surgeon then used the 7.0mm flexible medullary reamer and the device broke. Reportedly the patient was not affected by this event, the delay of surgery was -20% and the incident did not require further treatment. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Dates of manufacture: 12/06/2012 and 01/29/2013. A review of synthes device history records for lot 6959666 revealed that the flexible cannulated reamer, 385mm was manufactured by great batch medical. Both pos (B)(4) for (B)(4) parts, dated (B)(4) 2012, respectively, were inspected to the synthes incoming final inspection sheet. And the product conformed to all requirements. The certificates of compliance are dated (B)(4) /2012, respectively. 20 and 5 parts were released to the warehouse on (B)(4) 2012 and (B)(4) 2013, respectively. No non conformities were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.

Manufacturer narrative:
Device is used for treatment, not diagnosis greatbatch medical manufactured the flexible cannulated reamer, 385mm, p/n 359.115, lot 6959666. Due to an unknown cause, the cannulated reamer tip broke off of the part. The material of the flexible shaft was determined to differ from the suppliers specifications. The material of the reamer was determined to be as specified. Material hardness values could not be determined due to part geometry. The instrument conformed to all dimensional specifications at the time of manufacturing. The reamer withstood the specified amount of torsional force. The diameter of the reamer and it¿s cannulation were confirmed to be within specification.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.